Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on his right side on or about (B)(6), 2009. On or about (B)(6) 2010, patient experienced aches and pain in his right hip and groin, pain when lying on his right side, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobalt by blood test dated (B)(6), 2011.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.